Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's connector and y adapter were not functioning normally. Tv would not reach the required volume. The y adaptor caused gas mixtures. The connector was unable to separate the air flow. There was no patient involvement.